Event description:
Us complainant reported the patient was on impella cp support due to acute myocardial infarction. While on support there was placement signal unreliable alarms. Placement was verified and support continued. The automated impella controller (aic) has been sent in for investigation. No known patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Console logs from the reported day of event are consistent with complaint and show ¿placement signal not reliable" alarm. The console was tested in the lab. And the issue was eventually reproduced, while analog output of optical bench ccd was monitored. The images captured on oscilloscope showed distortion of the ¿fringe¿ pattern, which, with diminished values of signal not reliable, hindered the position detection algorithm. Unlike previously observed occurrences of similar issues (oscillating contrast), they could not be resolved by short mechanical vibrations applied to the bench or lamp assembly, but only by power-cycling optical bench. Analysis of the data associated with one of prior complaints involving the same console (B)(4) revealed the same signatures of optical signals, therefore leading to the opening of second investigation ((B)(4)) against the console (originally, (B)(4), was entered against the pump). The issue addressed by (B)(4) had the same failure mode and root cause as this investigation. The cause of the aic issue was a defective optical bench. Repair: replace optical bench assembly (0042-3015 or equivalent) and perform functional check. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. Please refer to DHR checklist for indications of: "prior complaint involving optical bench from same lot 1395640: case-(B)(4): optical placement signal not reliable and loss of communication to optical bench, due to optical bench failure (increased current draw)." And " (B)(4): prior occurrence of psnr, originally against pump (B)(4): purge disk not detected due to flag damage." All pertinent information available to abiomed has been submitted at this time.